Event description:
The manufacturer received information alleging the flow verification functional test: positive flow: tidal volume test step had failed on the trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the third-party service center when the reported issue occurred on the device. During the evaluation it was noted that an intermittent failure of the device's machine flow sensor led to the flow verification functional test: positive flow: tidal volume test step failing on this device. In conclusion, the device's machine flow was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue. The internal battery door for physical damage unrelated to the reportable issue. The device passed all final testing.